Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general),') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia),') in a female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, uterine bleeding and anemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation and hysteroscopy). At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted protruding from the ostia. Similar procedure was performed on the patient's right ostia with approximately 4 coils noted protruding through the ostia. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 26-sep-2019: medical record received. Essure lot number, reporter and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general),') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 629302,637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, uterine bleeding and anemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation on (B)(6) 2012 and total hysterectomy (uterus and cervix removed)-- essure removed from fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the patient underwent diagnostic hysteroscopy. 3 coils were noted protruding from the ostia. Similar procedure was performed on the patient's right ostia with approximately 4 coils noted protruding through the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received : lot number was added. Essure removal details updated. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general),') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, uterine bleeding and anemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation and essure removal and hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted protruding from the ostia. Similar procedure was performed on the patient's right ostia with approximately 4 coils noted protruding through the ostia. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general),') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 629302, 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, uterine bleeding and anemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation on (B)(6) 2012 and total hysterectomy (uterus and cervix removed)-- essure removed from fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the patient underwent diagnostic hysteroscopy. 3 coils were noted protruding from the ostia. Similar procedure was performed on the patient's right ostia with approximately 4 coils noted protruding through the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia. Lot number:629302 manufacture date: 2009-01, expiration date: 2012-01. Lot number:637222 manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding(general),") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation and hysteroscopy). At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted protruding from the ostia. Similar procedure was performed on the patient's right ostia with approximately 4 coils noted protruding through the ostia. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : reporter added, aka name added, patient demographic updated, essure insertion and removal date updated, event injury nos is replaced with genital haemorrhage. Events added- abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), migraines, headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.